Manufacturer narrative:
This report is submitted on sep 30, 2021.

Event description:
Per the clinic, the device was explanted on (B)(6) 2021, due to pain at the implant site, headache, tinnitus and performance decrement. It is unknown if there are plans to reimplant the patient as of the date of this report.

Manufacturer narrative:
Device analysis report is attached. This report is submitted on november 10, 2021.